Event description:
The reporter stated that an aq2010v three piece silicone lens was received with a scratch. It was noticed during loading into the cartridge. No patient contact or injury.

Manufacturer narrative:
H6: evaluation codes: method: 86 - (other) the device history record was reviewed for the lens. Results - 100 (other): the lens was cleaned and visual inspection of the returned proeduct showed there was a very light scratch in zone one on the lens optic. The device history record was reviewed. The raw materials and manufacturing processess were checked and no issues were found. Conclusion - 67 (no conclusion can be drawn): based on the complaint history, device history review, a specific root cause of the event could not be determined.